Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. The customer tried two different batteries but the device alarmed off no power. The customer changed the battery again and a failed battery test alarm occurred. The customer could not check the battery compartment for damage at this time. The customer stated that she will call back to continue troubleshooting. No products were returned or replaced.